Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was due to the j500 connector being broken off the distribution node (dn) pca, causing fault. The belt was unable to pass detect and treat testing. The root cause for the broken j500 was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.